Manufacturer narrative:
Added the reason for reporting the complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the pump reset to default setting after power reset. The time and date reset to (B)(4) 2007 on reboot and was manually corrected to (B)(4) 2012 11:37 am. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
This complaint is being reported due to the patient's hypoglycemic event while using insulin pump therapy.

Event description:
On (B)(4) 2012, the reporter contacted animas stating that a month ago; the patient experienced a blood glucose (bg) value of 30mg/dl, had a seizure and did not awaken easily. The patient reportedly treated the bg by consuming 2 tubes of glucose gel and the patient's bg reportedly elevated to the 50 to 60mg/dl range. The reporter stated that when the battery was changed, the pump's time was reading am instead of pm. The time discrepancy was reportedly noticed when the patient experienced the seizure. Customer support (cs) reviewed the pump with the reporter and the patient; the patient reportedly disconnected from the pump, the battery cap and battery were reportedly replaced and the pump's time and date defaulted to factory settings. Cs advised the reporter and the patient to make sure that the time and date were correct on the verify screen whenever the battery is replaced. The pump is being returned for troubleshooting and the patient continues to be on insulin pump therapy. Customer support determined that use error contributed to the reported bg excursion as the time and date were not verified on the verify screen when the battery was changed. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen.